Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was not able to duplicate the reported issue. The performed all necessary running tests with no failure occurring. A full calibration and all functional checks were performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It has been reported that during use on a patient, the cardiosave intra-aortic balloon (iabp) was not triggering properly from the ECG. No adverse event was reported.

Event description:
It has been reported that during use on a patient, the cardiosave intra-aortic balloon (iabp) was not triggering properly from the ECG. No adverse event was reported.